Event description:
It was reported that plastic like material was observed in a low volume infusor prior to filling. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot number 13c023 was manufactured march 1, 2013 - march 4, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: one unit was received with approximately 240ml of fluid in the bladder. Visual inspection of the returned unit confirmed the reported problem. A clear fragment of plastic particle approximately 2.5 mm in size was found floating freely in the solution of the bladder; in the fluid path. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Infrared spectroscopy analysis of the particulate matter suggested this was polyethylene material. This is consistent with the bags used during the manufacturing process, however, the source of the particulate matter could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a follow-up medwatch will be submitted.